Event description:
At end of case cleanup, noticed that water was in warming basin external to sterile drape. Drape was inspected, a hole was visualized. Water had been placed in pitcher and placed on plastic drape inside warmer. There was a question of the weight of the pitcher melting through drape. The water in the warmer was used for patient care at beginning of case.